Manufacturer narrative:
Reported events of failure to interrogate was not confirmed. Analysis of device image indicated battery voltage was above elective replacement indicator (eri) level upon receipt. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly, the device was able to be interrogated successfully throughout analysis.

Event description:
New information received noted that the insertable cardiac monitor was explanted due to normal battery depletion. Patient condition was stable throughout.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received via product return indicates that the insertable cardiac monitor was explanted. Further information was requested but not received.